Event description:
A cartridge change error was reported with the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, indicated as "high." The customer corrected the high blood glucose by administering a bolus through the pump and independently changed the cartridge to address the malfunction. The caller successfully completed the loading process and resumed insulin delivery without requiring third-party assistance.